Event description:
It was reported by the rep that the (1) tvc55 was used during a colon resection procedure. It was reported that the surgeon was firing the stapler across the bowel for the second time and the stapler locked out before finishing the firing cycle. The case was completed with an additional device and there was no consequence to the pt.